Manufacturer narrative:
(B)(4).

Event description:
New information reported that the lead continued to exhibit noise during follow-up. The noise could not be reproduced. Undersensing and a capture anomaly were also observed. Device reprogramming was performed. It was determined that the lead had become dislodged. It was capped and replaced on (B)(6) 2016.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented in clinic and the ventricular lead exhibited noise. The noise was not reproducible. The device was reprogrammed and the patient was in good condition. The patient would be monitored.